Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Pd therapy was ongoing. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.